Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported 2 faulty sensors, received change sensor alert and sensor updating alert and sensor label got damaged. Customer also requested a battery cap replacement due to battery cap damaged and the metal piece underneath was loose. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for sensor alerts and customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for battery cap damage issue and damage was on metal contacts. Troubleshooting was performed for label damage issue and product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Product return requested for mmt-7040a. Customer declined to return, or is unable to return.